Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2014 and a topical skin adhesive was used. The same day post-operatively, the wound dehisced while the patient was still in the surgery center. It is unknown how the dehiscence was treated. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.